Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges additional surgery for lysis of adhesions, bowel injury and explant of the device. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The actual date of injury is unknown, reported as "(B)(6) 2017"; therefore, we are using (B)(6) 2017 as date of event. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol ventrio. On (B)(6) 2017 - patient underwent surgery resulting in the removal of the mesh, lysis of adhesions, and repair of a kink in the small bowel due to the mesh. The patient is making a claim for an adverse patient outcome against the ventrio. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿.